Event description:
Bruising [contusion]. Blood sugars high [blood glucose increased]. Lethargic [lethargy]. Case description: the incident does not represent a serious public health threat. Medical device information: class iia. This spontaneous case from the united kingdom was reported by a pharmacist as "bruising", "high blood sugar levels" and non-serious event "lethargy" and concerns a (B)(6) male patient using novofine 8mm (30g) autocover from (B)(6)-2010 and ongoing as device therapy. Patient's height: 185.42 cm. Medical history includes diabetes (unknown type and duration). On (B)(6)-2010, the patient started to use two needles a day (47 needles have been used). At 3rd or 4th day of using autocover, the patient experienced very painful bruising and insulin ran down skin as he removed the pen. The patient had high blood sugar levels and was lethargic. Blood glucose level was usually 8.6 up to 14.7. Eventually, the patient went to accident and emergency because he didn't know how much insulin he was getting. The doctor at accident and emergency gave the patient new plain needles. Treatment details were not provided. The outcome was not reported. The patient had been taught how to use novofine but not autocover. The patient dialed up 40 iu, expelled 2 then injected required dose of 38 units. The patient hadn't previously experienced the problem in question with the same device as this was the first box of autocover. Suspected product was returned to novo nordisk. Causality assessment was considered as probably by the reporter. Analysis result: product: autocover, lot no: 09k074 and 09f074.

Manufacturer narrative:
Evaluation summary: needle conclusion: visual examination of received samples has been performed. No additional investigations are initiated. Nothing abnormal was found. Please note. On august 20, 2010, an additional suspected device was identified. Comment: company comment: six other cases with similar root cause as case (B)(4) has been reported. On basis on that novo nordisk a/s does not see this as a safety concern.